Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was losing time, having failed battery alarms, and sometimes they would wake up to a blank display. The customer¿s blood glucose level was 77 mg/dl the previous night. The customer states they have to mess with the pump to get it working. The customer believes the pump may be over delivering as they were getting lows even after eating. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.